Event description:
The initial reporter questioned the results for multiple patient samples tested for calcium gen.2 (ca2) on a cobas c 503 analytical unit. Discrepant results were provided for 12 patient samples. Patient 1 initial result was 3.08 mmol/l. The sample was repeated twice with results of 2.36 mmol/l and 2.4 mmol/l. On (B)(6) 2024 patient 2 initial result was 3.31 mmol/l. The sample was repeated twice with results of 2.57 mmol/l and 2.61 mmol/l. Patient 3 initial result was 1.58 mmol/l. The sample was repeated twice with results of 2.13 mmol/l and 1.59 mmol/l. On (B)(6) 2024 patient 4 initial result was 1.72 mmol/l. The sample was repeated twice with results of 2.15 mmol/l and 1.69 mmol/l. On (B)(6) 2024 patient 5 initial result was 1.64 mmol/l. The sample was repeated twice with results of 2.45 mmol/l and 1.7 mmol/l. On (B)(6) 2024 patient 6 initial result was 3.13 mmol/l. The sample was repeated twice with results of 2.27 mmol/l and 2.28 mmol/l. On (B)(6) 2024 patient 7 initial result was 3.43 mmol/l. The sample was repeated twice with results of 2.47 mmol/l and 2.44 mmol/l. On (B)(6) 2024 patient 8 initial result was 3.66 mmol/l. The sample was repeated twice with results of 2.47 mmol/l and 2.49 mmol/l. On (B)(6) 2024 patient 9 initial result was 3.26 mmol/l. The sample was repeated twice with results of 2.39 mmol/l and 2.45 mmol/l. On (B)(6) 2024 patient 10 initial result was 3.68 mmol/l. The sample was repeated twice with results of 2.45 mmol/l and 2.38 mmol/l. On (B)(6) 2024 patient 11 initial result was 3.6 mmol/l. The sample was repeated twice with results of 2.38 mmol/l and 2.38 mmol/l. On (B)(6) 2024 patient 12 initial result was 3.71 mmol/l. The repeat result was 4.53 mmol/l.

Manufacturer narrative:
The ca2 reagent lot number was 769422 with an expiration date of 31-mar-2025. The customer observed crystallization on the reagent packs. The field service engineer (fse) found the piercer and reagent probe were not centered. The fse checked and adjusted multiple parts of the instrument and replaced the sample probe. Calibration, qc, and precision tests were all acceptable. The investigation is ongoing.

Manufacturer narrative:
The customer had no further issues after the service visit. The investigation determined the service actions resolved the issue.